Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: it was not learned until recently that this patient had a metallic foreign object in her chest. The object has not caused any discomfort, pain or harm. The item appears to be a slide or lock on top of the mouth of the stapler. The patient does not want the item removed.